Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2019, the patient experienced a patella's clunk. This adverse event was solved by revision tka surgery on (B)(6) 2024, in which one (1) gii/legion resurf pat w/jrny peg 29mm was explanted. The device had more wear than expected. Patient's current health status is unknown. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after pfj surgery had been performed on (B)(6) 2019, the patient experienced a patella's clunk. This adverse event was solved by revision surgery on (B)(6) 2024, in which it was noticed that the gii/legion resurf pat w/jrny peg 29mm had more wear than expected, then, it was revised. Also, during this surgery, the journey pf implant med lt was exchanged for tka implants. Patient's current health status is unknown.

Manufacturer narrative:
The associated devices were returned and evaluated. The visual inspection revealed that the legion insert was significantly worn and discolored. The anterior surface is scraped, gouged and deformed with significant material loss. The journey implant is slightly damaged, likely from extraction. All returned items have cement and/or biological debris on them. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that in possible adverse effects that wear of the polyethylene articulating surfaces of knee replacement components has been reported following total knee replacement. Higher rates of wear may be initiated by particles of cement, metal, or other debris which can cause abrasion of the articulating surfaces. Higher rates of wear may shorten the useful life of the prosthesis, and lead to early revision surgery to replace the worn prosthetic components. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include friction or joint tightness. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.